Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited low rv coil impedance shortly after implant. It was thought that a preexisting pericardial effusion could be influencing the impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.